Manufacturer narrative:
On 12-aug-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and an irrigation issue occurred while in use on the patient. The catheter irrigation problem due to bending at the junction between the handle and the shaft of the ablation probe. An error message of "temperature too high" displayed. No clinical consequences was reported for the patient. Additional information received indicated the irrigation issue was with the catheter and not the smartablate pump. The doctor had to hold the ablation probe in a different position (very straight) all the rest of the procedure to avoid the "fold" between the handle and the stem and thus avoid limiting irrigation. High temperature error repeatedly displayed on the smartablate generator. The correct catheter settings were set on the generator and there was no issue with the flow rate change at the start of ablation. The issue was not noticed before being used on the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, temperature, impedance and irrigation test of the returned device were performed. Visual inspection revealed a bent in the shaft close to the handle area. A temperature and impedance test was performed and no temperature or impedance issues were found. An irrigation test was performed, and the catheter failed the test as the irrigation tube was found folded in the same area shaft was found bent. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The high temperature and irrigation issue reported by the customer were confirmed due to the bent irrigation tube observed. The potential cause of the irrigation tube folded could be related to the bent shaft; this damage may be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and an irrigation issue occurred while in use on the patient. The catheter irrigation problem due to bending at the junction between the handle and the shaft of the ablation probe. An error message of "temperature too high" displayed. No clinical consequences was reported for the patient. Additional information received indicated the irrigation issue was with the catheter and not the smartablate pump. The doctor had to hold the ablation probe in a different position (very straight) all the rest of the procedure to avoid the "fold" between the handle and the stem and thus avoid limiting irrigation. High temperature error repeatedly displayed on the smartablate generator. The correct catheter settings were set on the generator and there was no issue with the flow rate change at the start of ablation. The issue was not noticed before being used on the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone:(B)(6). Manufacturer's ref. # (B)(4).